Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as an adverse event that may be associated with the use of a stent in native coronary or peripheral arteries. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery with heavy calcification and mild tortuosity. The 3.5x33mm xience xpedition stent was implanted and an angiogram revealed a dissection at the distal edge of the stent. Another stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.